Event description:
Customer reports to have experienced keypad anomaly. Customer reports that act buttons were sticking, but had resolved. Customer's blood glucose was 112 mg/dl. Customer reports that she wears insulin pump in bra and keypad anomaly may have been due to moisture. Customer was advised that a bra pouch would be sent. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. No moisture damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.